Event description:
The customer contact reported during testing at the user facility, battery leakage was noted inside the battery compartment of the device. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device could not be powered up on dc power. Further testing found corrosion in the battery compartment and on the battery door. The corrosion was due to leakage from the disposable batteries. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.